Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. Review of the diagnostic reports found error codes indicating a spi bus failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation determined that loose connection within data acquisition to motor controller (da-mc) cable resulting in spi bus failure.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. Review of the diagnostic reports found error codes indicating a spi bus failure. The customer reported there was no patient involvement.